Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 09/25/2017, the voluntary recall was initiated. No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy, after few sample passes, the top and bottom slides of the device allegedly failed to prime. Reportedly, tissue sample quality was not good. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. The investigation is inconclusive for failure to prime and failure to obtain samples, as the device was not available for functional evaluation and no objective evidence was provided for review. Per the reported event details, the device was dry fired prior to use. The instructions for use (IFU) states, "never test the product by firing into the air. Damage may occur to the needle/cannula tip." While a definitive root cause could not be determined based upon available information, dry firing the device may have contributed to the reported event. It is unknown if other patient and/or procedural issues contributed to the event.

Event description:
It was reported that during a prostate biopsy, after few sample passes, the top and bottom slides of the device allegedly failed to prime. Reportedly, tissue sample quality was not good. There was no reported patient injury.